Manufacturer narrative:
Additional narrative: it was reported that mesh was implanted on (B)(6) 2010 to treat stress urinary incontinence. On (B)(6) 2009, sparc was implanted. It was also reported that following insertion the patient experienced pain, infection, urinary problems and recurrence. No additional information was provided. (B)(4) ¿ urinary problems. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and ams sparc was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 along with cystocele repair due to sui, cystocele, pelvic relaxation. On (B)(6) 2010 patient had a cystoscopy with urethrolysis. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.